Event description:
The customer stated when she is programming a bolus, as she enters her blood glucose level and presses the act button, the screen and the light on the insulin pump goes dark and then comes back on. The customer stated that this happens during each step of the process. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.